Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was placed at a depth of 5 mm. Upon final release, the valve moved to a depth of 12-14 mm resulting in moderate-severe paravalvular leak (pvl) on the left cusp and mild-moderate central aortic regurgitation (ar). Two snares were used in an attempt to move the valve up but were unsuccessful. A second valve was successfully implanted valve-in-valve reducing both the pvl and central ar. No adverse patient effects were reported.